Event description:
During service activity related to a field action, a ge healthcare field engineer identified gaps between the radial linear rails and rotor. No screws were loose on the associated linear rails. In addition, a gap was identified between the lateral rail and radial cart. Loose screws were observed on the edge of this lateral rail yet on the opposite side where no gap was measured. No detector fall event and no injury occurred.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR number 9613299-2013-0001. Device manufacturing date is not available at this time. Based on engineering analysis these measured gaps and loose screws do not compromise the structural integrity of the component and; therefore, do not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.